Event description:
The report stated that the surgeon had modified the tip by bending it. During surgery, the tip fell off and into the patient. It was retrieved and the procedure completed without harm to the patient.

Manufacturer narrative:
Date of initial report : 07/21/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.